Event description:
It was reported that an automatic safety switch from bipolar to unipolar due to a right ventricle (rv) pace impedance. Additionally, there was no capture at 3 volts. Boston scientific technical services (ts) discussed that rv ring is likely fractured. This lead remains in service. No adverse patient effects were reported.